Event description:
It has been reported to philips that the device flickers, turns on and off and then restarts itself. No harm has been reported for user or patient. This investigation is ongoing and a final report will be submitted when the investigation is complete.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment and it was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device flickered, turned on & off and restarted itself. Analysis of the system log file showed that there was malfunction with the pc and software. During troubleshooting, the fse found that suite pc and system software were the cause of the problem. The fse replaced suite pc and reloaded the software. After replacement of the suite pc and reloaded software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.